Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected out-of-range left ventricular (lv) lead impedance measurements on a competitor lead. Current measurements are 350 ohms. No intervention is planned and the patient will be monitored. No adverse patient effects were reported. The device remains implanted and in service.